Event description:
It was reported that the day after the implant of a left ventricular assist device (lvad) the right atrial (ra) lead had a rise in capture threshold and a drop in p-wave amplitude, the right ventricular (rv) lead had a drop in r-wave amplitude and the implantable cardioverter defibrillator (ICD) was suspected to be pacing below the lower programmed rate. Several days later it was found that there was undersensing on the right atrial (ra) lead during stored atrial tachycardia/atrial fibrillation (at/af) episodes, the ra and rv leads had high thresholds, the ra lead had loss of capture, and capture was unable to be confirmed on the rv lead. The ICD and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that reprogramming was done. The thresholds returned to normal a day or two post procedure.